Event description:
Per the patient¿s speech language pathologist, the patient is not making progress with the device. The results of an integrity test in 2008 indicate multiple electrode anomalies. Deactivation of the electrodes did not alleviate the issue. Explant and reimplantation is planned, but had not been scheduled at the time of this report.